Event description:
It was reported that this electrode was oversensing noise while the patient was making movements with their left arm. Surgical intervention was performed and the electrode was repositioned into a more optimal position for the patient. Later, the patient received five inappropriate shocks. The electrode was reprogrammed with the tachycardia therapy turned off and additional surgical intervention was performed to implant the patient with a transvenous system. The electrode remains in situ and there were no additional adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities, other than induced damage thought to have occurred at the explanted procedure. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was oversensing noise while the patient was making movements with their left arm. Surgical intervention was performed and the electrode was repositioned into a more optimal position for the patient. Later, the patient received five inappropriate shocks. The electrode was reprogrammed with the tachycardia therapy turned off and additional surgical intervention was performed to implant the patient with a transvenous system. The electrode was later explanted. No additional adverse patient effects were reported.